Manufacturer narrative:
H11: additional manufacturer narrative: the subject device was not returned for evaluation due to infection. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a 21mm 11500aj inspiris valve was explanted after an implant duration of approximately five (5) months due to paravalvular leak. The device was explanted and replaced with a smaller size 19mm 11500aj inspiris valve. Per the report, the patient's valvular tissue was infected after device implantation for unknown reason. The device itself had no sign of infection. The patient's annulus was fragile and a gap between the patient's annulus and the sewing ring was created. It was confirmed by the surgeon that the device did not cause or contributed to the event.

Manufacturer narrative:
H11. Additional narrative updated h6 paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The mechanism behind late pvl is not well understood but may be related to cardiac remodeling. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including patients infected valvular tissue.